Manufacturer narrative:
Section d10: additional information. Manufacturer's investigation conclusion: the potential cause of the reported low flows was confirmed during the evaluation of heartmate 3 left ventricular assist system (lvas) (B)(6). Review of the submitted log files confirmed a slow, downward trend in flow from over 4.0lpm in (B)(6)2019 to the 2.4-2.5lpm range in (B)(6)2020. CT images submitted for review did not show the outflow graft beneath the bend relief and the orientation of the graft could not be assessed. (B)(6) was returned with the sealed outflow graft and bend relief severed approximately 1¿ from their respective hardware. The 1¿ segment of bend relief had been partially torn off of the hardware. The exterior of the segment showed tool marks and there was a stretched hole near the first reinforcement rib. Several areas of the hardware were also bent inward. The 1¿ segment of graft showed several creases that appeared consistent with graft deformation, in a slightly twisted shaped. The normal tissue ingrowth on the exterior of the graft appeared thicker than typically expected, which was also consistent with graft deformation. A portion of the tissue had begun to tear away from the graft and hardware. Attempting to reseat the tissue to what appeared to be its natural position caused the graft to take a slightly more twisted shape. Additionally, the 1¿ segment of bend relief contained a piece of normal tissue ingrowth with clear impressions of the graft fibers and convolutions and appeared indicative of the graft having been deformed. Although the evaluation could not conclusively determine the original orientation of the graft due to the disassembly and dissection of the graft that occurred at the time of explant, the normal tissue ingrowth and graft creases appeared consistent with an outflow graft twist. Portions of the graft fibers near the twist appeared to have been stretched and there was a small tear in the graft material adjacent to the hardware. Further inspection of the graft using an scanning electronic microscope (sem) found that the fibers around the hole showed evidence of melting and elongation to failure. Given the returned condition of the graft and bend relief, the condition of the fibers observed during sem inspection, and no reports of bleeding from the graft during the patient¿s transplant, the observed graft hole appeared to have occurred during explantation. The remainder of the device appeared unremarkable. After cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The accumulation of twist within the graft is related to rotation of the metallic outflow graft connector within the attached outflow graft bend relief connector and is consistent with the downward trend of flow observed in the submitted log files. A corrective action has been implemented to address hm3 outflow graft twist. (B)(6) was implanted prior to the implementation of this corrective action. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The surgical procedures section of heartmate 3 lvas instructions for use (IFU) rev. C contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This subsection also warns that twisting of the outflow graft has been identified in some patients post-operatively. Occurrences of twisting have resulted in graft occlusion, thrombosis, and/or death. The accumulation of twist within the graft is related to rotation of the metallic outflow graft connector within the attached outflow graft bend relief connector. Firmly hand-tightening the screw ring may reduce the risk of outflow graft twisting by increasing the resistance to metallic outflow graft connector rotation. Twisting of the outflow graft can manifest as persistent low flow unexplained by other causes. It may be confirmed by appropriate imaging, such as computed tomography (CT) angiography. In the event that surgical intervention of the outflow graft is used to correct an outflow graft twist, the outflow graft bend relief should either be reattached in its original state or suitably repaired to prevent subsequent kinking of the outflow graft. Additionally, the heartmate 3 lvas IFU rev. C has been released, following the implementation of CAPA 114896, and includes instructions for installing the outflow graft clip. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information : it was reported that the patient received a heart transplant and was moved to status 2 on the list because of low flows and possible occlusion on outflow graft.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient had persistent low flow alarms at night. An echocardiogram was performed. Beat throughout the study. The left ventricular internal diameter at end diastole decreased from 6.6 cm at 5,800 rpm to 6.0 cm at 7,000 rpm. No obvious aortic or mitral regurgitation was observed and the interventricular septum appeared to remain in a midline position. Pump speed was returned to 5,800 rpm at the end of the ramp study. Lvad pump speed was increased incrementally from 5,800 rpm to 7,000 rpm. The aortic valve continued to open well with each beat throughout the study. The left ventricular internal diameter at end diastole decreased from 6.6 cm at 5,800 rpm to 6.0 cm at 7,000 rpm. No obvious aortic or mitral regurgitation was observed and the interventricular septum appeared to remain in a midline position. Pump speed was returned to 5,800 rpm at the end of the ramp study. The septal wall is dyskinetic. Device lead in the right ventricle. The right ventricle is mildly dilated. The right ventricular systolic function is mildly reduced. The aortic valve opened well. Insignificant pericardial effusion or subepicardial fat was seen. Results indicate normal right and elevated left heart filling pressures at pump speed of 5800 rpm and on milrinone. Mild pulmonary hypertension of postcapillary etiology. Mildly depressed cardiac output by fick and thermodilution at pump speed of 5800 rpm and on milrinone. Increasing the pump speed to 6600 rpm caused minimal change in hemodynamics, though the right and left heart filling pressures were reduced. CT scan was obtained to rule out outflow graft twist. Some sort of occlusion in the pump flow path was suspected. Unfortunately the drive line was running parallel to the outflow bend relief so there is artifact in the CT making it difficult to see what is going on in the outflow.